Manufacturer narrative:
Insulin pump alarmed failed self-test during self-test and no communication with the contour next link blood glucose meter due to faulty electrical component on the radio frequency. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump did not receive the blood glucose reading from the meter. The customer received a new meter from his health care provider's office but the readings were still not being sent to the insulin pump. Customer's blood glucose level was 255 mg/dl. In the alarm history multiple failed self-test alarms were found. The customer was advised that the device would be replaced and agreed to return the product for analysis.